Event description:
It was reported that the user experienced very high blood glucose reported at 401 mg/dl and attempted a first solo supply change on the ilet system, during which the infusion set was connected before tubing priming was performed. Customer care guided the user to unclip, prime the tubing, and complete the supply change, and the team assessed that steps were skipped during the process. Investigation of this case revealed user handling error during the supply change that resulted in unprimed tubing and interrupted insulin delivery, with no infusion set defect reported. Symptoms included anxiety associated with hyperglycemia. Outcomes included troubleshooting support without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user error suspected due to skipped steps during the supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.